Manufacturer narrative:
Product ID, 399960 lot# v557156, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 399960 lot# v557156, implanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708260 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708240 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was reported which indicated that the patient just had a new 'stimulator' put in at the end of (B)(6) although manufacturer's database just showed a lead replacement, as reported previously. The reporter stated that this was done because the patient's old "stimulator" was 'shorted out' and only 3 of the 8 electrodes were working. It was unclear if by 'stimulator' the reporter was referring to the lead that was replaced.

Manufacturer narrative:
Final analysis of the lead found conductors 0,1,4,5 and 7 were broken at the weld sites.

Event description:
It was reported, the lead showed greater than 40,000 ohms on multiple electrodes. The patient was not getting adequate stimulation to their neck and arms. The lead was replaced with a new lead and after connecting to the previous extension impedances were all within normal range. There was no injury or adverse event to the patient but surgical revision was needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.